Event description:
Baxter affiliate reports one incident of a pt death which occurred after dialysis treatment. Pt complained of difficulty breathing, abdominal pain and general sickness after coming home. Pt admitted to the internal medicine ward and analgesic and oxygen were administered. Pt's condition deteriorates and pt dies 2 hours after admission. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death occurring two hours into the hemodialysis treatment. No further info available.